Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], hydrosalpinx (3 or 4cm) [hydrosalpinx], metrorrhagia [metrorrhagia], patient had numerous pains [pain], left iliac pain [pelvic bone pain], a cyst (diameter 2.5cm) [cyst], tin and mercury poisoning [metal poisoning]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and hydrosalpinx ("hydrosalpinx (3 or 4cm)") in a 36 year-old female patient who had essure inserted (lot no. E24128) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of iodine allergy, tobacco user (10 cigarettes per day), diastasis recti abdominis, appendectomy, breast prosthesis implantation, cesarean section (2) and parity 4 (2008, 2010 and 2011 (twins)). As concurrent condition the report mentioned body mass index normal. Concomitant products included antadys (flurbiprofen) and iud nos (intrauterine contraceptive device). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced pelvic pain (seriousness criterion intervention required) and intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2016 she experienced pain ("patient had numerous pains"). Essure was removed on (B)(6) 2025. On unknown date she experienced hydrosalpinx (seriousness criterion intervention required), bone pain ("left iliac pain"), cyst ("a cyst (diameter 2.5cm)") and metal poisoning ("tin and mercury poisoning"). The patient was treated with surgery (right salpingectomy and on (B)(6) 2019 left salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered bone pain, cyst, hydrosalpinx, intermenstrual bleeding, metal poisoning, pain and pelvic pain to be related to essure administration. The reporter commented: due to left iliac pain and hydrosalpinx (3 or 4cm), a left salpingectomy was performed on (B)(6) 2019: a cyst (diameter 2.5cm) was found. No malignancy. In the surgery report, it was mentioned that the link between essure and pain was not very obvious (no pain on the right side) on (B)(6) 2025, the patient underwent a right salpingectomy and removal of iud and both essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.841 kg/sqm. [Gynaecological disorder prophylaxis] on (B)(6) 2016: implants in place [pathology test] (date unknown): it was mentioned that the link between essure and pain was not very obvious (no pain on the right side). [Toxicologic test] on (B)(6) 2022: tin and mercury poisoning: exposure to monitor [ultrasound scan] on (B)(6) 2016: no anomaly ¿ endometrium of 10mm. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.